Event description:
It was reported by the affiliate prior to a breast biopsy procedure that, the touch screen doesn't work during booting. No process for case was operated.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replace.